Manufacturer narrative:
(B)(4). Method: the complaint 043042347 neopuff fascia & valve assembly was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of the product. Results: visual insepection of the photograph provided by the customer showed that the tubing of the 043042347 neopuff fascia & valve assembly was detached from the mamometer. Conclusion: we are unable to determine the cause of the reported event. It is possible that the spare part may have been dropped. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in israel reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of the 043043595 neopuff fascia & valve assembly was detaching from the manometer. There was no patient involvement as the issue was found whilst the device was not in use on a patient.